Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. While on support, the patient experienced bleeding at an unknown location resulting in heparin being withheld. Reportedly on (B)(6) 2022 the patient experienced multiple episodes of rapid atrial fibrillation with rapid ventricular response requiring cardioversion. It was reported on (B)(6) 2022 that the patients¿ urinary output decreased, and the patient was started on continuous renal replacement therapy to manage the complication. Additional information noted the patients breathing became agonal and the patient was do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.